Event description:
A report was received that the patient was experiencing pain at his midline incision site and discomfort and blistering at his ipg site. The patient was put on a 2 month cycle of antibiotics. The patient followed up with the physician who determined that the patient had an infection at the ipg site and possibly at the midline incision site. The patient was prescribed 2 months of oral bactrim and reported that the infection was improving.

Event description:
A report was received that the patient was experiencing pain at his midline incision site and discomfort and blistering at his ipg site. The patient was put on a 2 month cycle of antibiotics. The patient followed up with the physician who determined that the patient had an infection at the ipg site and possibly at the midline incision site. The patient was prescribed 2 months of oral bactrim and reported that the infection was improving.

Event description:
A report was received that the patient was experiencing pain at his midline incision site and discomfort and blistering at his ipg site. The patient was put on a 2 month cycle of antibiotics. The patient followed up with the physician who determined that the patient had an infection at the ipg site and possibly at the midline incision site. The patient was prescribed 2 months of oral bactrim and reported that the infection was improving.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure due to infection (staphylococcal infection). The physician explanted patient's entire system. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm.

Manufacturer narrative:
Additional information was received that the infection was believed to be procedure related.